Manufacturer narrative:
No product is being returned for eval but lot# is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecistectomy - "sometimes the clip applier does not load the clip into the jaw and does not deliver the clip in the vessel. Sometimes the clip delivered in the vessel does not properly pressure and must be removed, so the surgeon used 20 clips and then he used covidien endoclip iii that does not work properly." Pt status: "the pt is ok."